Manufacturer narrative:
The reported event of the stylet that was not going through the lead was not confirmed. As received, a complete lead was returned in one piece with a stylet and stylet guide inserted. Stylet insertion test was performed with the stylet that was returned with the lead and the stylet could be removed and fully inserted with no anomalies noted. X-ray and visual examination of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet would not advance through the lead. The lead was not used. The patient condition was discharged post-procedure.

Manufacturer narrative:
Further information was requested, but not yet received.